Event description:
The dr claims that during the implant procedure for a carotid endarterectomy, the patch leaked blood (quantity and duration unknown at this time) from both its suture line and its surface. The leakage was stopped with blood-clotting gel. The pt received a transfusion (note: it is unknown at this time if the transfusion was given due to blood loss through the patch, or other operative loss). The patch was left in. The procedure outcome was successful. The pt is fine now.